Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Possible broken sensor wire (retained distal end). Pt removed and returned the proximal segment. The returned proximal segment was evaluated as follows: visual, measurement. The evaluation showed that the retained distal end cannot be longer than 0.23 inches.